Event description:
It was reported that the pump had alarmed with a red screen displaying triangles and error code 46876. The patient had been instructed by the registered nurse to open and close the battery door. The pump was powered back on, and it had then alarmed ¿remove and reattach cassette.¿ the patient had denied that the lever was lifted. The battery door was opened and closed again, and the pump was powered on, but the cassette alarm had returned. Cassette removal was deemed not appropriate at that time. The patient¿s husband was advised to power the pump off and contact the physician for further instructions. The medication was 5-fu. There was no patient injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.